Manufacturer narrative:
The company representative examined the system and replaced the fluidics module. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).

Event description:
A customer reported that a system message displayed when they were in I/a (irrigation/aspiration) mode during a cataract with intraocular lens implant procedure. The system was rebooted and they attempted to reprime the system, but the system message reoccurred. The console was exchanged and the case was able to be completed following a delay of less than fifteen minutes. There was no harm to the pt.